Event description:
It was reported that the patient experienced device performance issues with the implantable device. The patient had an inflatable penile prosthesis implanted in (B)(6) 2020. He has had difficulty with the pump being hard operate and it appears to be sticking. The physician will see the patient in a couple of weeks to see if the situation has improved. If it has not he will book him in for a revision.